Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 10 days after the dental implant was installed in patient's intraoral region #9 it was verified its non- osseointegration. A 40 ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type iii and fenestration occurred during surgery.